Event description:
It was reported that device embolization and explantation occurred. The left atrial appendage (laa) anatomy was noted to be challenging, with an anterior chicken wing with a sharp anterior turn. A laa closure procedure was being performed using intracardiac echocardiogram (ice) imaging for transseptal puncture, and transesophageal echocardiogram (tee) for pre-measurements and intraprocedural. A watchman fxd double curve access system (was) was inserted, and a very low-anterior transeptal puncture (tsp) was performed. A 27mm watchman flx pro closure device and delivery system (wds) was inserted but the physicians were unable to obtain the depth needed to successfully deploy the device. The was was replaced for a watchman trusteer access system, and the wds was reattempted and successfully deployed with one (1) attempt. Release criteria were met so the closure device was implanted. When closing the groin, tee imaging noted the closure device was slightly proximal within one (1) minute of implantation. Over a few more minutes, the closure device came all the way out of the laa and appeared to be kept in place at the ostium/limbus by anchors only. A sheath was placed back across the septum up to the superior vein to begin an attempt at percutaneous extraction, and then suddenly the closure device completely embolized across the mitral valve. The procedure converted to open heart surgery, and the closure device was explanted via thoracotomy from the left ventricle. The mitral valve was noted to be in good condition. The laa was then surgically ligated. The patient is doing well and is expected to fully recover. The patient was discharged in good condition.

Manufacturer narrative:
B5: information added.

Event description:
It was reported that device embolization and explantation occurred. The left atrial appendage (laa) anatomy was noted to be challenging, with an anterior chicken wing with a sharp anterior turn. A laa closure procedure was being performed using intracardiac echocardiogram (ice) imaging for transseptal puncture, and transesophageal echocardiogram (tee) for pre-measurements and intraprocedural. A watchman fxd double curve access system (was) was inserted, and a very low-anterior transeptal puncture (tsp) was performed. A 27mm watchman flx pro closure device and delivery system (wds) was inserted but the physicians were unable to obtain the depth needed to successfully deploy the device. The was was replaced for a watchman trusteer access system, and the wds was reattempted and successfully deployed with one (1) attempt. Release criteria were met so the closure device was implanted. When closing the groin, tee imaging noted the closure device was slightly proximal within one (1) minute of implantation. Over a few more minutes, the closure device came all the way out of the laa and appeared to be kept in place at the ostium/limbus by anchors only. A sheath was placed back across the septum up to the superior vein to begin an attempt at percutaneous extraction, and then suddenly the closure device completely embolized across the mitral valve. The procedure converted to open heart surgery, and the closure device was explanted via thoracotomy from the left ventricle. The mitral valve was noted to be in good condition. The laa was then surgically ligated. The patient is doing well and is expected to fully recover.